Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. No further investigation will be performed or follow-up submission for this case as there is no alleged device related issue. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a non-healthcare professional reported that they received a letter stating that their adc device has been recalled. There was no report of adverse heath impact and any self or third-party medical treatment. Adc customer service was able to contact the phone number provided; however, the person on the phone mentioned that it was a wrong number. There was no alleged adc device issue related to the adc device. Based on the information provided, there was no report of serious injury associated with this event.